Event description:
The customer reported to olympus the light went out mid-procedure. It is unknown if there was harm or injury to the patient due to this malfunction. When the physician was using the dials the light would cut out. The light would come back on, but then if the physician moved it a different direction the light would turn off again. No troubleshooting was performed. The physician only turned the light on and off at the processor. The malfunction caused a prolonged procedure however the length of time was not provided.

Event description:
Additional information received from the customer: at the start of the procedure, the image was visible on the screen. Then, the screen went black. The image would reappear on the screen depending on how the physician moved the scope. The procedure was completed with the same device. There was an additional 3-4 minute delay due to the periods of the screen going black. No patient harm or complications. Patient is reported to be doing fine.